Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, the balloon burst. The physician opted to not continue with dilation and to instead complete the procedure by brushing and stenting the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1074 captures the reportable event of balloon burst. Block h10: investigation results: visual examination of the returned complaint device found the balloon burst in the distal bond. No damage was found on the catheter of the device. Functional analysis cannot be performed due to the balloon lumen being occluded and could not be unblocked, likely due to dry contrast. This occlusion is normal by the use of contrast during the procedure. It is possible that interaction with scope inside of the common bile duct and other devices during procedure could create friction on the balloon, causing it to the balloon burst during the procedure. Additionally, the indication of "malignant biliary obstruction" could have contributed to the balloon burst. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, the balloon burst. The physician opted to not continue with dilation and to instead complete the procedure by brushing and stenting the patient. There were no patient complications reported as a result of this event.